Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#:n5b1665y), sigphandle, sig power sigphandle handle (serial#: (B)(6)), sigmret, sig power sigmret manual retract tool (lot#:unknown), sigmret, sig power sigmret manual retract tool (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p5c1345) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic procedure, the handle with 243 lives and more than 40 lives on the adapter, fired without issue using the first reload. The second reload cycled without any problems but jammed near the end of the firing process. An unknown message with a yellow background appeared on the screen, accompanied by a blinking jaw icon. Additionally, the adapter swim lane was black with a green outline. The surgeon restarted the device, disconnected and reconnected the adapter. The handle was also replaced. Two retraction tools were used, both of which broke off during the attempt to release the device. Finally, the trapped piece of stomach had to be dissected from the reload to resolve the situation. The surgeon reinforced the gastric sleeve with laparoscopic sutures. A second adapter was used with the same handle to complete the case. After the procedure, using the first handle, the representative was able to remove the closed reload from the adapter without pressing the blue button (which was slightly retracted). The reload was tested on the second adapter but failed to establish a connection or be recognized. When connecting the first adap ter with the closed reload, the screen displayed the message ¿adapter error¿ with a yellow swim lane accompanied by the number ¿1¿ at the bottom of the screen.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the unload switch was at the home position. The firing rod was noted to be retracted proximally beyond expected home position. There was damage to the tip of the firing rod indicative of a disconnection from the reload laminates. A visual inspection of the returned photos noted an assembled signia handle, clamshell, and adapter were visible. The handle screen was showing a yellow adapter swim lane screen. On the second photo, an assembled signia handle, clamshell, and adapter were visible in a surgical setting. The distal end of the system was inserted into the patient. The handle screen was showing the remove reload screen. On the third photo, a signia adapter and manual retract tool were visible in a surgical setting. The distal end of the adapter was inserted into the patient. The manual retract tool was inserted into proximal end of the adapter. Functionally, the adapter had 1 of 50 pro cedures remaining. The adapter was connected to a clamshell and a signia handle running v29.6 software. The signia adapter was not calibrated fully and the handle displayed a yellow adapter swim lane. Analysis of the testing handle data indicated that the adapter had experienced a calibration turns error. The firing rod was advanced off of proximal hard stop using a manual retract tool. The adapter was reconnected to the signia handle and calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issue. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. Analysis of the testing handle data indicated that the articulation mechanism was not in the home position when the adapter was returned. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that when a new reload was used the instrument locked on tissue, had a yellow adapter swim lane, and was difficult to unload. The reported issues were confirmed. The most likely cause could not be established from the information available. The cause of the damage to the firing rod can be traced to a disconnection from the reload laminates. It was additionally reported that the adapter does not calibrate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The calibration turns errors may occur when retracting the firing mechanism beyond the normal bounds. The evaluation detected an unreported condition: unreported condition(s) of uart communication errors. Functionally, the blue unload switch could be fully depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was not responsive with the firing rod in its current location. There were universal asynchronous receiver-transmitter (uart) communications and calibration turns errors in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the handle with 243 lives and more than 40 lives on the adapter, fired without issue using the first reload. The second reload cycled without any problems but jammed near the end of the firing process. An unknown message with a yellow background appeared on the screen, accompanied by a blinking jaw icon. Additionally, the adapter swim lane was black with a green outline. The surgeon restarted the device, disconnected and reconnected the adapter. The handle was also replaced. Two retraction tools were used, both of which broke off during the attempt to release the device. No component fell on the patient's cavity. Finally, the trapped piece of stomach had to be dissected from the reload to resolve the situation. The reload could not be unloaded onto the adapter either. The surgeon reinforced the gastric sleeve with laparoscopic sutures. A second adapter was used with the same handle to complete the case. After the procedure, using the first handle, the representative was able to r emove the closed reload from the adapter without pressing the blue button (which was slightly retracted). The reload was tested on the second adapter but failed to establish a connection or be recognized. When connecting the first adapter with the closed reload, t he screen displayed the message "adapter error" with a yellow swim lane accompanied by the number "1" at the bottom of the screen. It was noted that the procedure was extended by more than one hour.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.